Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that this cadd legacy plus pump was giving "no disposable" alarm. It was also stated that the pump did not detect cassette. No adverse effects reported.

Manufacturer narrative:
Additional information received on 2-may-2019 indicating no patient was involved in the reported event. Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump found the pump in fair physical condition with cracked front and rear housing and cracked screen. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The customer stated issue was able to be duplicated and was confirmed. Problem source was identified as downstream sensor.